Event description:
A malfunction alarm on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurs.